Event description:
The olympus service technician reported that during an field site visit at the customer¿s site, foreign material and residue were noted on the scope. There was no associated patient infection.

Manufacturer narrative:
The reporter¿s contact information, occupation and health profession are unknown at this time. The scope was returned to the regional repair center (rcc) and found discoloration on multiple sections of the scope. In addition, peeling of the bending section glue and eye piece cement were noted. The scope failed the leak test. The investigator reported that the scope¿s discoloration was indicative of not reprocessing the scope in accordance with the manufacturer¿s recommendations. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: - reprocessing process at the user facility differed from the instructions for use (IFU) recommendation. - the facility staff were less trained in reprocessing and/or device handling in accordance with the IFU. To prevent dirt adhesion, IFU (reprocessing manual) says about precleaning to be taken immediately after procedure at ¿precleaning the endoscope and accessories¿ as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.